Event description:
Patient had a broken screw at l2 on the right side. Broken screw shaft left implanted.

Event description:
On 09/10/09, during device evaluation by baxter, the channel a channel select key on a colleague cx triple channel volumetric infusion pump, was found to be not working. There was no patient injury or medical intervention necessary according to the hospital representative.